Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer required treatment from the paramedics due to an episode with low blood glucose levels. The customer stated she was pregnant and had been having trouble with her blood glucose running low. Troubleshooting was performed and the insulin pump was programmed correctly. The customer had been experiencing low blood glucose levels prior to the intervention.